Manufacturer narrative:
(B)(4). Concomitant devices: biomet cc cruciate tibial tray 71mm, catalog #: 141233, lot #: j2476418. Vanguard cruciate retaining interlok femoral component right 62.5mm, catalog #: 183006, lot #: 899250. Vanguard dcm cruciate retaining tibial bearing 10mm x 71/75mm, catalog #: 183440, lot #: 810730. The product was evaluated through manufacturing review; however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2017-08816, 0001825034-2017-08817, 0001825034-2018-09751.

Event description:
It was reported that the patient is experiencing pain, potential metal poisoning and crookedness of the leg following right knee arthroplasty. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No medical records were received. Device history record (DHR) was reviewed and no discrepancies were found. A root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient is experiencing pain, potential metal poisoning and crookedness of the leg following right knee arthroplasty. The patient stated that immediately after the procedure, the knee appeared to have shifted and the patient can hardly walk and has now since had to use a walker. Attempts have been made and no further information has been provided.